Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Based upon information obtained, on (B)(6) 2016, the patient underwent cardiac catheterization; via a right radial artery approach, the right coronary artery (rca) was engaged with a jl4 guide catheter. It is reported that the wire was inspected before use and was without visible damage; the wire was successfully zeroed and normalized which indicates that the wire was initially functional. By report, no resistance was encountered at any time nor did the wire become stuck on a lesion or stent. For reasons that are unclear, the wire separated within the guide catheter while its tip was positioned in the distal rca. Percutaneous attempts to retrieve the distal portion of the wire were unsuccessful; in the process, the distal coil became tangled with a snare. The patient then underwent unscheduled thoracotomy in an attempt to retrieve the retained portion of the wire. According to the physician the distal tip and approximately 1cm of the core wire may remain in the patient. A non-contrast CT scan of the chest did not detect any fragments. A full CT (from head to toe) was performed on the patient and could not detect any fragments. By report, the patient also underwent coronary artery bypass graft (CABG) surgery during this procedure. The CABG procedure was therapeutic to treat a 3-vessel disease, and not related to the device failure. As the retained portion of the wire was being removed, it separated again. As of (B)(6) 2016, the patient was described as ambulatory. Visual and microscopic inspections were performed on the returned device. The connector was not returned with the wire. It was observed the threading at the distal end of the sensor housing was stretched and the distal coil was missing. The core wire was broken and extended only 19mm past the sensor housing. The distal end of the core wire near the fracture site was twisted. The remaining portion of the core wire was missing. A snare was also returned with the wire. A portion of the distal coil was wrapped around the distal tip of the snare. The stretched piece of distal coil was unwound from the snare and was observed to be about 86mm in length. The distal end of the distal coil as well as the dome were missing. The distal tip of the wire was broken. The distal end of both the core wire and distal coil were missing. The twisted core wire and stretched distal coil are indicative of mechanical strain on the wire while the user attempted to remove the device from the patient. Unfortunately, we were unable to conclusively determine through visual and microscopic inspection how the device initially broke and what additional damage occurred during the removal of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported the physician plugged in the wire to ffr, inserted the wire into the patient, and then realized had not zeroed or normalized. The wire was retrieved and then zeroed and normalized. It was re-inserted into patient, got access to right radial, ran wire down. Used jl4 guide distal to rca and could not advance it. Put balloon in apex monorail 2.5 x 12 and physician didn't feel anything. During the balloon insertion, found the wire had separated during guide. Lost pressure from tip of wire, maybe the guide. Balloon was not on wire. Wire was in distal vessel. When retrieving, it separated again. Physician stated the wire got tangled in the end snare; looked like wire was coming unbraided. Patient underwent surgery to retrieve separated piece as well as to do the CABG. It was a three vessel disease. Current status is ambulatory. All reasonably known patient information is included in this report.